Event description:
It has been reported to philips the device would not power on when needed, patient use.

Manufacturer narrative:
The complaint was escalated for technical investigation, and the results indicate that the technical investigation was conducted to determine the cause of a reported issue. The investigation results showed that while no fault was found, the battery history numbers provided by the customer recommended replacing the battery, which would allow the device to be returned to service. Based on the available information and conducted tests, no fault was found as the cause of the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. Philips recommends replacing the battery, which would allow the device to be returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.